Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis in a sealed biohazard bag and a shipping box. However, the catheter was not returned with the solitaire stent device. Additionally, the model and size of the catheter were not reported. Therefore, any contributing factors from the catheter, including its compatibility with the solitaire stent device, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s working and non-working length struts were in good condition. No irregularities were noted outside the proximal marker. The marker coil was kinked at ~5.5cm from the distal tip. No kinks or bends were observed on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the marker coil was kinked on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the catheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include severe vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous saline flush during delivery. In this event, the customer stated that a continuous saline flush was administered and maintained, ruling out a lack of continuous saline flush during delivery as a potential cause. Therefore, severe vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, or rhv being loose during delivery could have contributed to the resistance complaint. Since the catheter was not returned, and the model and size were not reported, any contribution of the catheter to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing acute large artery occlusion embolectomy treatment. Stroke perfusion unit time was 3 hours, changed device to complete operation. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for stroke. It was noted that the patient's vessel tortuosity was severe. The access vessel was the internal carotid artery, with 4.7mm diameter. The stroke onset to reperfusion time was 3. It was reported that during the delivery procedure, the push resistance of the solitaire fr stent, in the middle of the catheter, was too large. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.